Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer reported that the insulin pump was dropped and the reservoir compartment and battery compartment was chipped. The customer's blood glucose was 131 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and alarm during the prime test due to faulty force sensor resistor also, unable to perform the self-test, a21 error test, occlusion and no delivery tests due to a33 alarm. However, the insulin pump passed the currents test and displacement test. The motor passed the motor test. The insulin pump had cracked case at the display window corner, broken battery tube threads, cracked reservoir tube, cracked reservoir tube lip and minor scratched display window.